Manufacturer narrative:
Upon further investigation of the provided samples, the results obtained with the roche method were duplicated using the siemens immulite method. There was no issue with the roche hcgstat assay. The result discrepancy may be related to sample handling issues such as sample mismatch or contamination.

Manufacturer narrative:
(B)(4)

Event description:
The customer stated that they received erroneous results for one patient sample tested for the elecsys hcg test system (hcgstat) on a cobas 6000 e 601 module (e601). An erroneous value was reported outside of the laboratory. The patient took 5000 mg of biotin medication on the morning of (B)(6) 2017. A first sample was collected from the patient in a fertility clinic on the afternoon (B)(6) 2017 as part of day 3 fertility testing. The sample was tested on the morning of (B)(6) 2017, resulting with an initial value of 183 miu/ml. The patient returned on (B)(6) 2017 for retesting. A second sample was collected from the patient and tested on (B)(6) 2017, resulting as 0.5 miu/ml accompanied by a data flag. Both samples were then repeated, with the first sample repeating as 182 miu/ml and the second sample repeating as 0.5 miu/ml accompanied by a data flag. The first sample was also tested using a qualitative hcg testing kit (mckesson consult diagnostics hcg combo cassette) and the result was positive. The results from the first sample were not believed to be correct as these did not match the clinical condition of the patient. The patient is not pregnant. The results from the second sample were believed to be correct. The customer believed that the biotin medication may have interfered with the hcgstat assay. The patient did not take any biotin prior to the collection of the second sample on (B)(6) 2017. The customer ruled out an issue with a mislabeled sample or sample confusion since they completed an audit of all patient results collected on the same date as the sample in question. All other patient results matched the clinical picture of the patient. Also, samples are placed on the analyzer in the original tube and the sample barcode is read. The customer does not manually program any samples. The patient was not adversely affected. The e601 analyzer serial number was (B)(4). The customer declined a service visit since they believed the issue to be sample specific.

Manufacturer narrative:
It has been clarified that the initial value from the first patient sample was 183.7 miu/ml on (B)(6) 2017. This sample was repeated on (B)(6) 2017, resulting as 161.3 miu/ml. The first sample had an e2 result of 114.5, an fsh result of 9.85, an lh result of 17.03, and a prog result of 2.30 on (B)(6) 2017. No units of measure were provided for these tests. The second patient sample was repeated on (B)(6) 2017, resulting as 0.555 miu/ml. The second sample had an e2 result of 220.0 and a prog result of 13.28 on (B)(6) 2017.

Manufacturer narrative:
The patient samples were provided for investigation. The results obtained by the customer were reproduced.